Event description:
"The replacement of the orbis size 27 was successful, but one leaflet could not open. At first, the surgeon believed it was because the position caused this situation. However, after transferring the position, the leaflet still closed. Using other ways of testing (e.g. Washing by water, and open by hand but not easy), the valve still can not open completely even by shaking it or washing it by water."